Manufacturer narrative:
Section h6: investigation findings: usage problem identified c23. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the data captured in the submitted log file. The log file captured a no external power alarm event on december 4 at 9:46 am that appeared to be related to the disconnection of both power cables, which was connected to the mobile power unit prior to the event. The system reverted to the internal 11v backup battery for power and the system continued to operate at the patient stored speed value of 5,500 rpm. Within seconds, the black power cable was connected to the mobile power unit then the white power cable, which cleared all alarms. It was noted the log file was retrieved from system controller (serial # (B)(6) ). Additional information indicated the cause of the no external power alarm event was related to an accidental disconnection in which one power connector was not fully connected prior to disconnecting the other power connector. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) ) associated with the event was not expected to be returned for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on (B)(6) 2021 heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use document # 100169835 rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with double vision. There were two episodes of transient double vision in the last month. The first was around (B)(6) 2021 and the second was (B)(6) 2021. Each event lasted 1-2 minutes. In the first event international normalized ratio (inr) was 1.9 and in the second it was 1.5, and missed a dose of warfarin. The patient described as initial blurry vision that progressed into double blurry vision when both eyes were open. Although when either eye was closed the diplopia resolved. The most recent episode was associated with 10-15 second sharp pain on left optical region. The patient did not have much to drink but did not feel dehydrated. The patient denied dizziness/lightheadedness, numbness/weakness, loss of consciousness, changes in speech, or memory issues. The patients family did not notice any change. The patient experienced no similar episodes prior to implant. The patient missed one dose of warfarin because there was a delay in the pharmacy filling the prescription. The patient's international normalized ratio on (B)(6) 2021 was 1.5 and was given a one-time 6 mg dose of warfarin per the anticoagulation clinic along with the regular dose of warfarin at 16:30. While in the emergency department the patient was awake, alert and hemodynamically stable. Troponin was not elevated and inr was 2.0. An electrocardiogram showed v-pacing. A computed tomography of the head and neck were normal. The patient had a previous carotid sonogram and computed tomography of the brain that showed no changes after the first event. The echocardiogram showed no changes from previous and no thrombus. A neurological consult felt the incident was a transient ischemic attack related to possible reduction in inr and dehydration. There were some low flow advisory alarms on (B)(6) 2021 at the time of the event but not noted low speed or voltage noted. The log file review showed a few low power advisories due to normal battery depletion. There was also a no external power event on (B)(6) 2021 that was caused by support to the mobile power unit being briefly interrupted.